Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 514762.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant of the implantable pulse generator (ipg). The patient had lost a significant amount of weight that caused the generator to protrude and could not get a good connection as the battery moved because of it. The patient is doing well post-operative, explanted device was discarded during surgery and no electrocautery was used.